Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to foreign substance found on the main board. The main board was replaced and scrapped to resolved the report. It could not be confirmed were the foreign substance originated from. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.